Event description:
It was reported that the patient experienced failure regarding an unspecified inflatable penile prosthesis (ipp). No known surgery has taken place. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.